Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that silicone oil could not be filled during the surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history and device history record. The returned sample was visually inspected. The gray tip plunger was in the bottom of the syringe barrel. The tip of the 25 gauge cannula was connected to the syringe, which was attached to the adapter properly. No silicone oil was in the syringe barrel and the gray tip plunger. A calibrated console representing the current software version was used to test the sample. Utilizing 60 psi pressure in injection mode, the sample could expel the amount of 10.8 cc/min silicone oil. At 600mmhg vacuum in extracted mode, the amount of 1.8 cc/min silicone oil could be aspirated to the syringe barrel. The plunger performed smoothly; radio frequency identification were not reviewed as no lot information was available for this complaint. Connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).